Event description:
The valve was abandoned at implant when a perforation was seen above the sewing ring in the aortic wall of the valve. Intra-operative inspection noted the hemorrhage and perforation of the bioprosthesis were in the left sinus area and occured at the end of cross clamp. The product was replaced during the case with no pt complication reported.